Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a nurse noticed the pump was alarming for an occlusion while connected to a PICC line. The nurse flushed the line patent however this did not stop the alarm therefore she opened the pump and noted the tubing had ballooned in the silicone segment. There was no patient harm.

Manufacturer narrative:
The customer's report that a silicone segment ballooned was confirmed per a picture received from the customer. It was observed per the picture that the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.